Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report also contains updated contact information for the initial reporter.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) in this pacemaker. An analysis of the device data revealed that power consumption was higher than expected. Data analysis conservatively modeled at least 90 days remaining battery longevity. The patient was being monitored remotely and scheduled for a in person evaluation in three months. No additional adverse patient effects were reported. Information was later received that this device had been been explanted and successfully replaced. This device has been returned and analyzed.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) in this pacemaker. An analysis of the device data revealed that power consumption was higher than expected. Data analysis conservatively modeled at least 90 days remaining battery longevity. The patient was being monitored remotely and scheduled for a in person evaluation in three months. No additional adverse patient effects were reported. Information was later received that this device had been been explanted and successfully replaced. This device has returned for analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) in this pacemaker. An analysis of the device data revealed that power consumption was higher than expected. Data analysis conservatively modeled at least 90 days remaining battery longevity. The patient was being monitored remotely and scheduled for a in person evaluation in three months. No additional adverse patient effects were reported.